Manufacturer narrative:
Neurostimulator model 37601, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; lead model 3389s-40, lot # v742349, implanted: (B)(6) 2011, explanted: na; extension model 37085-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; extension model 37085-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; programmer model 37642, serial # (B)(4); lead cap model unknown, lot # unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the first programming session went really well. The one damaged contact was unable to be utilized.

Event description:
Additional information received reported that the lead remained implanted and the patient was doing extremely well. She had a significant reduction in her parkinson's symptoms and was living a very active life.

Event description:
It was reported that during a new implant the setscrew completely retracted from the lead end cap. When removing the lead end cap, the #3 contact was completed severed from the lead. The lead was still used and the healthcare provider would try to reprogram around contact 3. Only contact #3 had high impedance otherwise the rest were intact. As of (B)(6) 2011 the initial programing session had not occurred but the MFR's rep was confident they would be able to program around the damaged contact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.